Event description:
Initial result for a patient hba1c was 14.2%. When repeated, the result was 7.6%. The incorrect result was not used to guide therapy. The field service rep found the water filter was broken and repaired the instrument by replacing the filter.